Event description:
It was reported that during follow-up in clinic, the patient presented with ventricular defibrillation under-sensing, inadequate high voltage (hv) output and no hv output on their implantable cardioverter defibrillator. Programming changes were made to address the issue. There were no patient consequences and the patient was in stable.

Event description:
It was reported that during follow-up in clinic, the patient presented with ventricular defibrillation under-sensing, inadequate high voltage (hv) output and no hv output on their implantable cardioverter defibrillator. Programming changes were made to address the issue. There were no patient consequences and the patient was in stable.